Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences positional stimulation. The pt stated he only feels stimulation when he pushes on his skin above the ipg. When the pt stops pushing on his skin, he cannot feel stimulation. Diagnostic testing and x-rays showed no anomalies. The pt will undergo surgical intervention at a later date as the next course of action.